Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, ambient light modules unclipped on both domes and were hanging out creating a risk of part detachment. According to the photographic evidence, paint was peeling from fork and seal was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name: (B)(6). H3 other text : device not returned to manufacturer

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated, ambient light modules unclipped on both domes and were hanging out creating a risk of part detachment. According to the photographic evidence, paint was peeling from fork and seal was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend performing corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. To avoid degradation of the rubber it is recommended to respect the contact time of the cleaning product and to wipe with a dry cloth and make sure that no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspections in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions: avoid prolonged exposure to detergents and disinfectant solutions, respect the recommended concentrations of cleaning and disinfection products, avoid using prohibited products. If it comes about ambient light detached, maquet sas has mentioned several recommendations & warnings regarding cleaning in the user manual. To prevent similar incident maquet sas recommends respecting the cleaning protocol avoiding: direct spraying of chemicals products on the endo light module, prolonged exposure to detergents and disinfectants solutions, high concentrations, exposure to heat during the cleaning procedure, prohibited products. Maquet sas recommends wiping with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Maquet sas undertook the CAPA 2011-01 & the design change request e0912217 to improve the compatibility with aggressive cleaning agents, this kit is available under reference ard 368335998 / pwd/hld700 silicone ambient light kit. The nit 220 and the fsn msa/2014/002/iu, informing about a potential defect of ambient light module fastening, have been sent on march 2014. It is requested to inspect the surgical lights potentially affected. If the ambient light module fastening is detected as defective it should be replaced using new silicon module ard 368335998. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).